Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 27-year-old female patient who had essure (batch no. B67694-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (1) in (B)(6) 2010, pain neck, breast lump (benign), emotional problems, nervousness, sleep disorder, tonsillectomy, oral surgery, wisdom teeth removal, low back pain, painful feet, headache, dizziness, malaise, fatigue, vertigo, loss of balance, myalgia, arthralgia, multigravida (3), parity 2 (1 vaginal & 1 cessaria), miscarriage (1 miscarriages), sinusitis, pelvic adhesions and obesity. Previously administered products included for contraception: iud mirena from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included shoulder pain, ovarian cyst nos, weight gain, bronchitis, pharyngitis, metrorrhagia, stress incontinence, bacterial vaginosis, post coital bleeding, anorexia, bloody stool, adenomyosis, endometriosis, constipation and strain. Concomitant products included alprazolam since (B)(6) 2012, ethinylestradiol;etynodiol diacetate (zovia) from (B)(6) 2011 to (B)(6) 2011, fluoxetine hydrochloride (prozac) since 10-apr-2012, hydrocodone, nsaids and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain/abdominal pain"), 3 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with metronidazole (flagyl 250) and surgery (total vaginal hysterectomy/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she tried a mirena but the strings became lost and it had to be removed. Essure was removed in (B)(6) 2012 by hysterectomy. As per mr on (B)(6) 2012 bilateral, salpingo-oophorectomy was performed due to left pelvic mass and accidental perforation or laceration during surgery reported as complication laceration of the rectum current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results : essure device was successfully occluded; on (B)(6) 2012: bilateral tubal blockage and correct position of essure implants. Laparoscopy - on an unknown date: result resection , total uterus with cervix: benign cervix with chronic cervicitis. Benign proliferative endometrium. Uterine serosal adhesions with multiple fibro fatty serosal nodules. Bilateral stubs of fallopian tube tissue.; on (B)(6) 2012: results extensive pelvic and abdominal adhesions. Smear cervix - in (B)(6) 2010: result: negative/ normal. Ultrasound pelvis - on an unknown date: result: represents a hemorrhagic cyst; on (B)(6) 2012: findings: a retroverted uterus is noted. The uterus measures 6.4 x 4.1 x 4.5 cm, no evidence for uterine mass lesion , the endometrial measures 5.5 mm in thickness. Very small free fluid in the pelvis is present. Bilateral ovarian follicles are present. No evidence for ovarian cystic or solid mass lesion. The right ovary measures 2.7 x 2.9 x 1.8 cm. The left ovary measures 3.5 x 3.4 x 2.0 cm. Impression: 1. Small free fluid in the pelvis, 2. The previously noted septated cystic lesion in the left ovary is no longer present in today¿s study 3. A retroverted uterus is present. Ultrasound scan - on an unknown date: result: a 2.4 cm complex cyst associated with the lt ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, abdominal pain, vaginal haemorrhage and pelvic pain. Most recent follow-up information incorporated above includes: on 5-aug-2019: update of information (batch is not valid). After internal review, the surgical treatment description for the event pelvic pain was amended. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and pelvic pain ('persistent pelvic pain/pelvic pain') in a 27-year-old female patient who had essure (batch no. B67694-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (1) in (B)(6) 2010, pain neck, breast lump (benign), emotional problems, nervousness, sleep disorder, tonsillectomy, oral surgery, wisdom teeth removal, low back pain, painful feet, headache, dizziness, malaise, fatigue, vertigo, loss of balance, myalgia, arthralgia, multigravida (3), parity 2 (1 vaginal & 1 cessaria), miscarriage (1 miscarriages), sinusitis, pelvic adhesions and obesity. Previously administered products included for contraception: iud mirena from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included shoulder pain, ovarian cyst nos, weight gain, bronchitis, pharyngitis, metrorrhagia, stress incontinence, bacterial vaginosis, post coital bleeding, anorexia, bloody stool, adenomyosis, endometriosis, constipation and strain. Concomitant products included alprazolam since (B)(6) 2012, ethinylestradiol;etynodiol diacetate (zovia) from (B)(6) 2011 to (B)(6) 2011, fluoxetine hydrochloride (prozac) since (B)(6) 2012, hydrocodone, nsaids and paracetamol (acetaminophen) since (B)(6) 2011. In 2011, the patient experienced headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On 29-sep-2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain/abdominal pain"), 3 days after insertion of essure. In october 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstrual issues"), vaginal infection ("vaginal infection") and post procedural complication ("post removal complications"). The patient was treated with metronidazole (flagyl 250) and surgery (total vaginal hysterectomy/total hysterectomy (uterus and cervix removed)/salphingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dyspareunia, headache, dysmenorrhoea, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she tried a mirena but the strings became lost and it had to be removed. Essure was removed in (B)(6) 2012 by hysterectomy. As per mr on 31-oct-2012 bilateral, salpingo-oophorectomy was performed due to left pelvic mass and accidental perforation or laceration during surgery reported as complication laceration of the rectum current weight 230 lbs. Patient received treatment for pain, fracture/expulsion plaintiff claiming: vag. Infect. Received treatment for bladder/urinary problem? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on 22-dec-2011: results : essure device was successfully occluded/bilateral occlusion; on (B)(6) 2012: bilateral tubal blockage and correct position of essure implants. Laparoscopy - on an unknown date: result resection , total uterus with cervix: benign cervix with chronic cervicitis. Benign proliferative endometrium. Uterine serosal adhesions with multiple fibro fatty serosal nodules. Bilateral stubs of fallopian tube tissue.; on (B)(6) 2012: results extensive pelvic and abdominal adhesions. Smear cervix - in november 2010: result: negative/ normal. Ultrasound pelvis - on an unknown date: result: represents a hemorrhagic cyst; on (B)(6) 2012: findings: a retroverted uterus is noted. The uterus measures 6.4 x 4.1 x 4.5 cm, no evidence for uterine mass lesion , the endometrial measures 5.5 mm in thickness. Very small free fluid in the pelvis is present. Bilateral ovarian follicles are present. No evidence for ovarian cystic or solid mass lesion. The right ovary measures 2.7 x 2.9 x 1.8 cm. The left ovary measures 3.5 x 3.4 x 2.0 cm. Impression: 1. Small free fluid in the pelvis, 2. The previously noted septated cystic lesion in the left ovary is no longer present in today¿s study. 3. A retroverted uterus is present. Ultrasound scan - on an unknown date: result: a 2.4 cm complex cyst associated with the lt ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, abdominal pain, vaginal haemorrhage and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. On 28-jan-2020: no information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 27-year-old female patient who had essure (batch no. B67694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (1) in (B)(6) 2010, pain neck, breast lump (benign), emotional problems, nervousness, sleep disorder, tonsillectomy, oral surgery, wisdom teeth removal, low back pain, painful feet, headache, dizziness, malaise, fatigue, vertigo, loss of balance, myalgia, arthralgia, multigravida (3), parity 2 (1 vaginal & 1 cessaria), recurrent abortion (1 miscarriages), sinusitis, pelvic adhesions and obesity. Previously administered products included for contraception: iud mirena from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included shoulder pain, ovarian cyst nos, weight gain, bronchitis, pharyngitis, metrorrhagia, stress incontinence, bacterial vaginosis, post coital bleeding, anorexia, bloody stool, adenomyosis, endometriosis, constipation and strain. Concomitant products included alprazolam since (B)(6) 2012, ethinylestradiol;etynodiol diacetate (zovia) from (B)(6) 2011 to (B)(6) 2011, fluoxetine hydrochloride (prozac) since (B)(6) 2012, hydrocodone, nsaids and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain/abdominal pain"), 3 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with metronidazole (flagyl 250) and surgery (total vaginal hysterectomy/total hysterectomy (uterus and cervix removed), bl salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she tried a mirena but the strings became lost and it had to be removed. Essure was removed in (B)(6) 2012 by hysterectomy. As per mr on (B)(6) 2012 bilateral, salpingo-oophorectomy was performed and accidental perforation or laceration during surgery reported as complication laceration of the rectum current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results : essure device was successfully occluded; on (B)(6) 2012: bilateral tubal blockage and correct position of essure implants. Laparoscopy - on an unknown date: result resection , total uterus with cervix: benign cervix with chronic cervicitis. Benign proliferative endometrium. Uterine serosal adhesions with multiple fibro fatty serosal nodules. Bilateral stubs of fallopian tube tissue.; on (B)(6) 2012: results extensive pelvic and abdominal adhesions. Smear cervix - in (B)(6) 2010: result: negative/ normal. Ultrasound pelvis - on an unknown date: result: represents a hemorrhagic cyst; on (B)(6) 2012: findings: a retroverted uterus is noted. The uterus measures 6.4 x 4.1 x 4.5 cm, no evidence for uterine mass lesion , the endometrial measures 5.5 mm in thickness. Very small free fluid in the pelvis is present. Bilateral ovarian follicles are present. No evidence for ovarian cystic or solid mass lesion. The right ovary measures 2.7 x 2.9 x 1.8 cm. The left ovary measures 3.5 x 3.4 x 2.0 cm. Impression: small free fluid in the pelvis, the previously noted septated cystic lesion in the left ovary is no longer present in today¿s study. A retroverted uterus is present. Ultrasound scan - on an unknown date: result: a 2.4 cm complex cyst associated with the lt ovary. Ultrasound scan vagina - on (B)(6) 2012: result: concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: anxiety, abdominal pain, vaginal bleeding and pelvic pain. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs and mr received. Lot number, race information and explant date were added. Following events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, migraines / headaches, dyspareunia (painful sexual intercourse) and pain/abdominal pain were added. Onset date of the event pelvic pain were added. Reporter information, historical, concomitant drug, lab data and medical history were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and pelvic pain ('persistent pelvic pain/pelvic pain') in a 27-year-old female patient who had essure (batch no. B67694-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (1) in (B)(6) 2010, pain neck, breast lump (benign), emotional problems, nervousness, sleep disorder, tonsillectomy, oral surgery, wisdom teeth removal, low back pain, painful feet, headache, dizziness, malaise, fatigue, vertigo, loss of balance, myalgia, arthralgia, multigravida (3), parity 2 (1 vaginal & 1 cessaria), miscarriage (1 miscarriages), sinusitis, pelvic adhesions and obesity. Previously administered products included for contraception: iud mirena from 1-aug-2010 to 22-aug-2011. Concurrent conditions included shoulder pain, ovarian cyst nos, weight gain, bronchitis, pharyngitis, metrorrhagia, stress incontinence, bacterial vaginosis, post coital bleeding, anorexia, bloody stool, adenomyosis, endometriosis, constipation and strain. Concomitant products included alprazolam since (B)(6) 2012, ethinylestradiol;etynodiol diacetate (zovia) from 22-aug-2011 to 29-sep-2011, fluoxetine hydrochloride (prozac) since (B)(6) 2012, hydrocodone, nsaids and paracetamol (acetaminophen) since (B)(6) 2011. In 2011, the patient experienced headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain/abdominal pain"), 3 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstrual issues"), vaginal infection ("vaginal infection") and post procedural complication ("post removal complications"). The patient was treated with metronidazole (flagyl 250) and surgery (total vaginal hysterectomy/total hysterectomy (uterus and cervix removed)/salphingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dyspareunia, headache, dysmenorrhoea, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she tried a mirena but the strings became lost and it had to be removed. Essure was removed in (B)(6) 2012 by hysterectomy. As per mr on (B)(6) 2012 bilateral, salpingo-oophorectomy was performed due to left pelvic mass and accidental perforation or laceration during surgery reported as complication laceration of the rectum. Current weight 230 lbs. Patient received treatment for pain, fracture/expulsion. Plaintiff claiming: vag. Infect. Received treatment for bladder/urinary problem? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results : essure device was successfully occluded/bilateral occlusion; on (B)(6) 2012: bilateral tubal blockage and correct position of essure implants. Laparoscopy - on an unknown date: result resection , total uterus with cervix: benign cervix with chronic cervicitis. Benign proliferative endometrium. Uterine serosal adhesions with multiple fibro fatty serosal nodules. Bilateral stubs of fallopian tube tissue.; on (B)(6) 2012: results extensive pelvic and abdominal adhesions. Smear cervix - in (B)(6) 2010: result: negative/ normal. Ultrasound pelvis - on an unknown date: result: represents a hemorrhagic cyst; on 0(B)(6) 2012: findings: a retroverted uterus is noted. The uterus measures 6.4 x 4.1 x 4.5 cm, no evidence for uterine mass lesion , the endometrial measures 5.5 mm in thickness. Very small free fluid in the pelvis is present. Bilateral ovarian follicles are present. No evidence for ovarian cystic or solid mass lesion. The right ovary measures 2.7 x 2.9 x 1.8 cm. The left ovary measures 3.5 x 3.4 x 2.0 cm. Impression: small free fluid in the pelvis. The previously noted septated cystic lesion in the left ovary is no longer present in today¿s study. A retroverted uterus is present. Ultrasound scan - on an unknown date: result: a 2.4 cm complex cyst associated with the lt ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, abdominal pain, vaginal haemorrhage and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information added. Events: fracture, post removal complications added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. B67694-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (1) in august 2010, pain neck, breast lump (benign), emotional problems, nervousness, sleep disorder, tonsillectomy, oral surgery, wisdom teeth removal, low back pain, painful feet, headache, dizziness, malaise, fatigue, vertigo, loss of balance, myalgia, arthralgia, multigravida (3), parity 2 (1 vaginal & 1 cessaria), miscarriage (1 miscarriages), sinusitis, pelvic adhesions and obesity. Previously administered products included for contraception: iud mirena from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included shoulder pain, ovarian cyst nos, weight gain, bronchitis, pharyngitis, metrorrhagia, stress incontinence, bacterial vaginosis, post coital bleeding, anorexia, bloody stool, adenomyosis, endometriosis, constipation and strain. Concomitant products included alprazolam since (B)(6) 2012, ethinylestradiol;ethynodiol diacetate (zovia) from (B)(6) 2011 to (B)(6) 2011, fluoxetine hydrochloride (prozac) since (B)(6) 2012, hydrocodone, nsaids and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain/abdominal pain"), 3 days after insertion of essure. In october 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and vaginal infection ("vaginal infection"). The patient was treated with metronidazole (flagyl 250) and surgery (total vaginal hysterectomy/total hysterectomy (uterus and cervix removed)/salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she tried a mirena but the strings became lost and it had to be removed. Essure was removed in (B)(6) 2012 by hysterectomy. As per mr on (B)(6) 2012 bilateral, salpingo-oophorectomy was performed due to left pelvic mass and accidental perforation or laceration during surgery reported as complication laceration of the rectum current weight 230 lbs. Patient received treatment for pain. Plaintiff claiming: vag. Infect. Received treatment for bladder/urinary problem? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results : essure device was successfully occluded/bilateral occlusion; on (B)(6) 2012: bilateral tubal blockage and correct position of essure implants. Laparoscopy - on an unknown date: result resection , total uterus with cervix: benign cervix with chronic cervicitis. Benign proliferative endometrium. Uterine serosal adhesions with multiple fibro fatty serosal nodules. Bilateral stubs of fallopian tube tissue.; on (B)(6) 2012: results extensive pelvic and abdominal adhesions. Smear cervix - in november 2010: result: negative/ normal. Ultrasound pelvis - on an unknown date: result: represents a hemorrhagic cyst; on (B)(6) 2012: findings: a retroverted uterus is noted. The uterus measures 6.4 x 4.1 x 4.5 cm, no evidence for uterine mass lesion , the endometrial measures 5.5 mm in thickness. Very small free fluid in the pelvis is present. Bilateral ovarian follicles are present. No evidence for ovarian cystic or solid mass lesion. The right ovary measures 2.7 x 2.9 x 1.8 cm. The left ovary measures 3.5 x 3.4 x 2.0 cm. Impression: 1. Small free fluid in the pelvis, 2. The previously noted septated cystic lesion in the left ovary is no longer present in today¿s study 3. A retroverted uterus is present. Ultrasound scan - on an unknown date: result: a 2.4 cm complex cyst associated with the lt ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, abdominal pain, vaginal haemorrhage and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events general abnormal bleeding, vaginal infection added and event pelvic pain, abdominal pain outcome updated to recovered/resolved incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic pain') in a 27-year-old female patient who had essure (batch no. B67694-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (1) in (B)(6) 2010, pain neck, breast lump (benign), emotional problems, nervousness, sleep disorder, tonsillectomy, oral surgery, wisdom teeth removal, low back pain, painful feet, headache, dizziness, malaise, fatigue, vertigo, loss of balance, myalgia, arthralgia, multigravida (3), parity 2 (1 vaginal & 1 cessaria), miscarriage (1 miscarriages), sinusitis, pelvic adhesions and obesity. Previously administered products included for contraception: iud mirena from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included shoulder pain, ovarian cyst nos, weight gain, bronchitis, pharyngitis, metrorrhagia, stress incontinence, bacterial vaginosis, post coital bleeding, anorexia, bloody stool, adenomyosis, endometriosis, constipation and strain. Concomitant products included alprazolam since (B)(6) 2012, ethinylestradiol;etynodiol diacetate (zovia) from (B)(6) 2011 to (B)(6) 2011, fluoxetine hydrochloride (prozac) since (B)(6) 2012, hydrocodone, nsaids and paracetamol (acetaminophen) since (B)(6) 2011. In 2011, the patient experienced headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain/abdominal pain"), 3 days after insertion of essure. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstrual issues") and vaginal infection ("vaginal infection"). The patient was treated with metronidazole (flagyl 250) and surgery (total vaginal hysterectomy/total hysterectomy (uterus and cervix removed)/salphingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dyspareunia, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she tried a mirena but the strings became lost and it had to be removed. Essure was removed in (B)(6) 2012 by hysterectomy. As per mr on (B)(6) 2012 bilateral, salpingo-oophorectomy was performed due to left pelvic mass and accidental perforation or laceration during surgery reported as complication laceration of the rectum current weight 230 lbs. Patient received treatment for pain. Plaintiff claiming: vag. Infect. Received treatment for bladder/urinary problem? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results : essure device was successfully occluded/bilateral occlusion; on (B)(6) 2012: bilateral tubal blockage and correct position of essure implants. Laparoscopy - on an unknown date: result resection , total uterus with cervix: benign cervix with chronic cervicitis. Benign proliferative endometrium. Uterine serosal adhesions with multiple fibro fatty serosal nodules. Bilateral stubs of fallopian tube tissue.; on (B)(6) 2012: results extensive pelvic and abdominal adhesions. Smear cervix - in (B)(6) 2010: result: negative/ normal. Ultrasound pelvis - on an unknown date: result: represents a hemorrhagic cyst; on (B)(6) 2012: findings: a retroverted uterus is noted. The uterus measures 6.4 x 4.1 x 4.5 cm, no evidence for uterine mass lesion , the endometrial measures 5.5 mm in thickness. Very small free fluid in the pelvis is present. Bilateral ovarian follicles are present. No evidence for ovarian cystic or solid mass lesion. The right ovary measures 2.7 x 2.9 x 1.8 cm. The left ovary measures 3.5 x 3.4 x 2.0 cm. Impression: 1. Small free fluid in the pelvis, 2. The previously noted septated cystic lesion in the left ovary is no longer present in today¿s study 3. A retroverted uterus is present. Ultrasound scan - on an unknown date: result: a 2.4 cm complex cyst associated with the lt ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, abdominal pain, vaginal haemorrhage and pelvic pain. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received: new events headaches, dysmenorrhea (cramping), weight gain / loss specify which one: weight gain and fatigue were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.